Manufacturer narrative:
No button error alarm noted. Insulin pump esc button did not respond due to corroded keypad trace. No frozen screen noted. No moisture damage on electronics noted. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the customer had high blood glucose levels of 222 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that the buttons of the insulin pump were unresponsive. The customer reported that the insulin pump might have been exposed to moisture. The customer reported that the screen of the insulin pump froze while in the process of programming a bolus. The customer also reported that there was condensation under the display of the insulin pump. The customer also reported a crack on the reservoir compartment of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.